Event description:
A field service technician reported that the customer's device experienced an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. After replacing the power pcba and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The replaced parts have been requested for return to stryker for further evaluation at out product analysis center (pac).

Event description:
A field service technician reported that the customer's device experienced an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
The root cause of the reported issue could not be determined.